Event description:
The primary set tubing connected to the drip chamber was not connected at the back-check valve. This separation of the tubing from the valve occurred when the nurse was spiking the IV bag. Cause is unknown: no excessive force placed on line. No patient impact. See photo. Another primary tubing set was obtained and set up without any problems.